Event description:
An operator removed the covers on an advia 1800 instrument, and received a cut on the hand, while the instrument was in operation. The operator received treatment in the ER, and was treated with antibiotic cream and a bandage. Blood was drawn for hiv and hepatitis testing. Tests for hiv and hepatitis will be performed three more times over the next six months.

Manufacturer narrative:
The operator removed the dpp shield, ctt/stt splash cover, and ctt covers during operation of the advia 1800 to observe the ise module. The operator was not wearing gloves and placed a hand in the stt area. The dpp moved from ctt to ise which resulted in a scratch to the back of the operator's hand due to user error. The instrument is performing within specifications. No further evaluation of the device is required.